Event description:
**Update** (B)(4) 2013 litigation papers and ppd received. Doi provided. Litigation alleges pain, discomfort, permanent injuries and metallosis exposure.

Event description:
Patient was revised due to patient's request.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed.